Event description:
It was reported the customer was hospitalized for high blood glucose. Prior to hospitalization, customer had nausea and was vomitting. Customer stated that she had experienced a low reservoir and empty reservoir warning and did not change out. Troubleshooting not completed at time of call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.